Manufacturer narrative:
E1: initial reporter facility name: (B)(6), e1: initial reporter address: (B)(6). H11: the actual device was not available; however, photographs and a video of the sample were provided for evaluation. Visual inspection of the provided photos and video showed the deaeration chamber was cracked. The reported condition of leak was verified. The cause of the crack was due to a transportation issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex m set, an external leak was observed. It was further reported a crack under the intravenous cannula was observed. There was no patient involvement. No additional information is available.